Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03424. It was reported the pt is experiencing heating at her scs ipg pocket site regardless of stimulation. In addition, the pt has drainage from the pocket site and lead implant site. As a result, the pt is receiving oral antibiotics and has been scheduled to have the sites washed out. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.